Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented with segment elevation myocardial infarction (stemi). Percutaneous coronary intervention was performed for treatment of the proximal/mid, heavily tortuous, heavily calcified, right coronary artery. A non-abbott stent was deployed distally. An attempt was made to advance a 3.5x15 rx xience xpedition stent delivery system (sds) but the catheter could not cross a 90 degree angle in the vessel. The physician attempted to withdraw the sds and the stent dislodged at the ostium of the rca. Surgical consult determined that surgery was not an option; therefore, the patient was brought back to the cath lab the following day. The vessel was re-wired and a dilatation catheter was advanced to the dislodged stent. The balloon was inflated and the stent was successfully deployed at the ostium/proximal segment of the rca. There was no adverse patient sequela and the patient remained stable during both procedures. No additional information was provided.